Manufacturer narrative:
The reported event of unable to loosen the v-setscrew with the torque wrench to disconnect the v-lead was confirmed. Final analysis found epoxy contamination in the v-connector block threads. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. Analysis found the torque wrench shaft fractured while trying to untighten the setscrew. The wrench tip and shaft twisted and fractured because the setscrew was stuck in the connector block threads and the force needed to untighten the setscrew was beyond what the wrench was design for. The reported field event of a device caused infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an infection. During explant procedure, a hex wrench would not engage with a right ventricular set screw. A different allen wrench was used and was successful in disconnecting the right ventricular lead. The system was successfully explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-13989, related manufacturer reference number: 2017865-2020-13990.